Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the general feedback obtained regarding under infusions. Pharmacist noted that it doesn¿t seem to be a certain medication, but stated it may be medications like high volume anti-biotics and 24 hour chemotherapies. For example, instead of infusing 4000ml, the pump infuses 3920ml. The chemo lines are primed with diluent, and the chemo is compounded into an empty IV bag. The pharmacist states that overall this is not a chronic issue, but it happens ¿once in a while¿. The event was reported to bd associate during site visit. There was no information on patient involvement.